Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an incomplete flap in the lower third area of the left eye. The flap was completed with scissors. The surgeon noted no docking issues. No patient harm. Additional information received states the surgeon used a 120 micron flap at 9.0 diameters. The patient is healing fine.